Manufacturer narrative:
Patient information was requested, however no information has been provided. Date of event was requested, however no information has been provided.

Event description:
The following was reported to gore: on an unknown date, a patient underwent shunt surgery using gore-tex® suture. It was reported that the suture split during the procedure. Another suture was used and the patient tolerated the procedure.

Manufacturer narrative:
Additional information provided in fields a1, a2, a3, b3, b7.

Manufacturer narrative:
H6: additional conclusion code added.

Manufacturer narrative:
H6: added method, results, and conclusion code 2 for engineering evaluation.

Manufacturer narrative:
The engineering investigation revealed the following: the reported issue (suture fray or split) was confirmed. Per sem image, a section of suture is split. 100% of devices undergo visual inspection at cut thread inspection per and a tactile inspection. If the requirements of these inspections were not met the product would have been rejected. The bac-card specification, prescribes no flashing in the inner card raceway and no scratches, cracks or splits. The suture hazards and harms analysis, design fmea and process fmea already addresses the failure mode and hazardous situations resulting from frayed devices. Based on the investigation, the root cause of the fiber fray is not able to be determined.